Event description:
It has been reported to us that the wire lumen of the aspiration catheter became torn during the procedure. The pt had total occlusion of the left arterial descending artery, and the vessel was extremely tortuous and calcified. The physician inserted a guide catheter and a guide wire into the pt. The physician had difficulty advancing the wire into the vessel. The physician was able to successfully advance the guide wire into the vessel. The physician inserted a pre-dilatation balloon into the vessel and performed dilatation. The physician inserted the aspiration and advanced forward into the vessel. The physician pulled back on the aspiration catheter and felt resistance. The aspiration catheter was removed and the wire lumen had become torn. The pt is reported to be fine.

Manufacturer narrative:
This report is considered to be the initial and follow-up medwatch. Conclusion: the actual device used during the case was returned and evaluated. Visual examination of the aspiration catheter revealed that the wire lumen of the aspiration catheter is torn. Closer examination of the location of the catheter tip revealed that the marker band was missing. Closer examination of the location of the marker band revealed that there is evidence of the device being properly assembled. A cine of the case was provided and a review has been conducted. The review of the cine did not indicate any issues or events that would contribute to the damage found to the returned aspiration catheter. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed; however, the exact cause for the event is unk.